Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date. Subsequently the patient was revised on (B)(6) 2014 allegedly due to a nickel allergy.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.